Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex bmc steerable sheath was selected for use for an ablation procedure. During the procedure, when attempted was made to remove an orion from the versacross sheath, the flushing port fell out. The flushing port was not pulled, but a popping sound was heard, and the base fell out from the base. The flushing was not possible to be performed. Thus, the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis.

Event description:
It was reported that a sureflex bmc steerable sheath was selected for use for an ablation procedure. During the procedure, when attempted was made to remove an orion from the versacross sheath, the flushing port fell out. The flushing port was not pulled, but a popping sound was heard, and the base fell out from the base. The flushing was not possible to be performed. Thus, the device was replaced with another same model device and the procedure was completed successfully. No patient complication was reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the sureflex steerable sheath was visually inspected, and it failed; the tube side port was blocked, and the stop cock tubing was detached from sheath. Also, it showed evidence of glue residue, that there was sufficient overlap between the sideport and the tubing, and no signs of cracks or tears in the tubing. The outer diameters were below the cad dimensions. Next, the device passed the dimensional test, since the distance between hub base and tubing was within specification. Additionally, both the pull test and leakage tests passed after re-installing the tubing onto the sideport. The device was tested via a positive pressure liquid leak test. The device showed no signs of leakage. The reported allegations are confirmed.